Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported a 83-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported that during an impella cp implant, the tip of the dilator was found to be damaged. The 14f sheath and dilator were already placed when it was discovered that the tip of the dilator split. The impella was implanted successfully despite the dilator damage. Additionally, after the impella was implanted, there was access site bleeding that was resolved with mattress sutures. Reportable due to damage to the dilator tip and access site bleeding that required intervention.

Manufacturer narrative:
The investigation for the introducer damage and the access site bleed has been completed. Pump was not returned for investigation. Clinical mentions that the patient had calcified vessels. Therefore, the root cause of the introducer damage mechanical issue was most likely patient condition related to calcified vessels. The root cause of the access site bleeding issue was patient condition related to calcified vasculature. Added h6 component code 925 corrections to the initial MFR report: d3 MFR name and address. D4 model number. Added d6a/d6b. F6/f8 should have been left blank. G1-MFR site name and address.